Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, following a revision surgery on a metal-on-metal tha performed on the patient¿s right hip on (B)(6) 2021 due to severe pain and elevated metal ion levels in blood, the patient presented to the emergency department with right hip pain. A radiographic assessment of the right hip on (B)(6) 2021 revealed acute fractures seen to the right greater trochanter with fracture lines coming to abut the femoral component of the prosthesis. A deformity of the proximal femur was also identified from a remote trauma. Additional details related to the patient¿s clinical course are unknown.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation. The clinical/medical investigation concluded that, the right hip pain is consistent with the reported acute fractures of the right greater trochanter and deformity of the proximal femur from a remote trauma. However, with the limited information provided the clinical root cause beyond the reported ¿remote trauma¿ cannot be confirmed. It cannot be concluded the reported events were associated with a malperformance of the implant. No subsequent documentation relating to this event was provided, therefore the patient impact beyond the reported events cannot be determined. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that congenital deformity, improper implant selection, improper broaching or reaming, osteoporosis, bone defects due to misdirected reaming, trauma, strenuous activity, improper implant alignment or placement, patient non-compliance, can increase risk of femoral or pelvic fractures, also the patient should be advised to report any pain and unusual incidences. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, postoperative care, patient bone quality and or post-operative patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.